Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the unexpected receiver shut-down. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the unexpected receiver shut-down could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver was able to be charged and rebooted. Functional testing was performed and it passed. The receiver log was downloaded, there was no data within the investigation window. The receiver case was opened, the internal inspection passed. Battery measurements were taken and they were within specification. The battery wrap was cut and inspected, it failed with a crack in the battery ic and the leads solder. The reported event of unexpected receiver shutdown could not be determined. The root cause was determined to be a damaged battery.